Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an unknown error message. No further information was available. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to the calibration table out of specification. The device was recalibrated to resolve the malfunction. This report was inadvertently submitted and reports of this nature typically do not meet zoll's reporability requirements. Analysis of reports of this type has not identified an increase in trend.